Event description:
The customer reported that the system intermittently would not display fluoroscopic x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board and backplane were replaced. The system was then found to be operating as intended.